Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for about a year the patient has been having problems charging one of their implants. Caller stated that it is very difficult to find one of the two implants with the recharger. Caller said they are only able to get 4 coupling bars the most on one implant, but they are able to getting all 8 coupling bars on the other implant. Agent asked caller if there was any damage to the recharging antenna, but caller said there was no damage. Caller mentioned that the implant seems like it is implanted too deep and the healthcare provider thought the wireless recharger would be more effective. Agent sent message to the field to transition the patient to the wireless recharger.

Event description:
Additional information received from patient indicating cause of recharging issue is not established. Movement and device displacement make it difficult to find the spot to make a strong connection between implant and recharger. Hcp felt that newer model recharger could help but manufacturing rep did not agree. They continue to try to find the sweet spot for charging. Issue is not yet resolved. They attribute the depth of their implant to be due to time and anatomy changes. There is not plan currently to address this and it is not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.